Event description:
A malfunction on the pump was reported by the customer, identified by the malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on resetting the pump, which was successfully completed without the recurrence of the issue. The customer was informed to call back if any malfunction code reappeared and successfully resumed insulin delivery while on the line with support.